Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the lead exhibited no pacing at high output and a low sensing amplitude due to dislodgement. The patient received inappropriate shocks. After opening the pocket, the lead moved freely within the tied suture sleeve.